Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone 2 mg/ml at 0.6 mg/day via an implantable infusion pump. It was reported that the patient missed a refill due to insurance issues, and an empty pump alarm was reported. The patient first heard the critical alarm on or around (B)(6) 2015. The hcp read the pump and it showed 26.6 ml dispensed since update. No patient symptoms were reported. The hcp was going to put preservative free saline in the pump and monitor the patient for several months and evaluate the need for the implanted pump. The product information was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare professional (hcp) reported the patient's pump was not filled by the patient's previous provider and the refill was missed. The pump was empty when the patient came to the hcp's clinic. The pump was filled with preservative free saline (pfs) and checked 2 weeks later to see if pump active. The hcp reported that the pump appears to be working based on the reservoir volumes (telemetry and pfs aspirated from pump).